Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7074495. Product family: dbs-ipg-r-MRI. Upn: m365db1200s0, model: db-1200-s, serial: (B)(4), batch: 741392.

Event description:
It was reported the patient experienced inflammation at the incision sites approximately one month after being implanted with the deep brain stimulation (dbs) system. The physician assessed that the patient had an infection related to the procedure. The patient underwent a procedure where the deep brain stimulation (dbs) system was explanted and did well postoperatively. The devices were retained by the facility, therefore device analysis could not be completed. No further information could be obtained despite good faith efforts.